Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. No moisture damage found on electronic assembly, motor and keypad trace. No battery out limit alarm or fail rate alert noted. It was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. The device had cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had been giving a fall rate alert and they were unable to clear it. After changing the battery, the customer received a battery out limit alarm which was cleared but then the fall rate alert occurred again. The customer's spouse stated that the esc button was not responding. She confirmed the numbers were not ramping on their own and the device was not dropped. They mentioned the insulin pump might have been exposed to moisture back in november when the customer had a low blood glucose event and was perspiring heavily. Blood glucose value was 351 mg/dl; which was treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.